Event description:
It was reported "the incident happened on the (B)(6) 2020 in the infectious diseases department. During the use of the aquapack, the staff faced difficulties. There was a leak of oxygen at the level of the connector. The leak of oxygen is happening as soon as we touched the aquapack. So the oxygen was not properly infused to the patient. We noticed this issue with the other aquapacks of this reference". No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Ne unused 003-40f kit (340 ml reservoir plus one 000-40f adaptor) lot 20b115 was received for evaluation. Lot number of adaptor received was 13m19. The adaptor had a sleeve around the whistle area. The adaptor body was white, and the snap cap was clear. No visual defects were observed. In device history record review of 003-40f lot 20b115, manufacturing event logs showed no issues that may have contributed to the reported complaint; process parameters were within specification; and in-process qa inspections were acceptable. In device history record review of adaptor lot 13m19 packaged with lot 20b115: process parameters were within specification; in-process qa inspections were acceptable; and post-sterility package integrity tests were acceptable. The adaptor manufacturing event log for adaptor lot 13m19 showed no issues that may have contributed to the reported complaint. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 8 psi; part passes. In functional test, the adaptor snap cap made a stable connection to the flowmeter. The flowmeter was alternately set to 5 l/min and 10 l/min. In each case, no bubbles were observed in the bottle, and air leakage was detected. When the adaptor was separated from the bottle, it was observed that the adaptor's puncture pin had not completely punctured the bottle's adaptor port. Root cause was molding of the bottle during the manufacturing process. Complaint confirmed. A non-conformance was opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the incident happened on the (B)(6) 2020 in the infectious deseases department. During the use of the aquapack, the staff faced difficulties. There was a leak of oxygene at the level of the connector. The leak of oxygene is happening as soon as we touche the aquapack. So the oxygene was not properly infused to the patient. We noticed this issue with the other aquapacks of this reference". No patient harm or injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Review of reported lot number 20b115 device history record: 1. Manufacturing event logs showed no issues that may have contributed to the reported complaint. 2. Process parameters were within specification. 3. In-process qa inspections were acceptable. 4. Bottles were packaged with adaptor lot 13m19. Review of device history record for adaptor lot (13m19) packaged with lot number reported: 1. Manufacturing event log included "body orientation station jam up" corrected by "wiped up photo eye & restart". 2. Process parameters were within specification. 3. In-process qa inspections were acceptable. 4. Post-sterility and package integrity tests were acceptable. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the incident happened on the (B)(6) 2020 in the infectious deseases department. During the use of the aquapack, the staff faced difficulties. There was a leak of oxygene at the level of the connector. The leak of oxygene is happening as soon as we touche the aquapack. So the oxygene was not properly infused to the patient. We noticed this issue with the other aquapacks of this reference". No patient harm or injury reported. The condition of the patient is reported as "fine".